Manufacturer narrative:
D4: UDI: the expiration date and manufacture date were currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there was an intermittent or low irrigation on the device but not complete occlusion. The device was only noted after use/discharge upon the patient. Prior to use on the patient, the device was "normal before discharge". A high temperature reading was noted when radiofrequency (rf) was delivered, and the system immediately cut the ablation off when the temperature cut off value was exceeded. The flushing hole was found to be blocked when the catheter was placed outside the body for flushing. The correct catheter and generator settings were noted. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 21-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there was an intermittent or low irrigation on the device but not complete occlusion. The device was only noted after use/discharge upon the patient. Prior to use on the patient, the device was "normal before discharge". A high temperature reading was noted when radiofrequency (rf) was delivered, and the system immediately cut the ablation off when the temperature cut off value was exceeded. The flushing hole was found to be blocked when the catheter was placed outside the body for flushing. The correct catheter and generator settings were noted. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature, and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31446198m and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).